Event description:
Boston scientific received information that this implantable pacemaker depleted faster than expected. According to the health care professional (hcp), the device was checked in (B)(6) 2012 and had one year remaining on the battery; however, six months later the device displayed placement indicators. The device was explanted and replaced with a competitor¿s product. It is unknown if the device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.